Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic and motor assemblies. No unexpected vibration noted. The device was received with cracked case at lcd window corners. It was aslo received with a scratched lcd window. No blank display anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank and the insulin pump was vibrating after it was dropped into a swimming pool. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.